Event description:
It was reported a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous right coronary (rca) artery. Following predilatation, residual stenosis was 70%. A 3.00 x 28mm promus elite drug-eluting stent was successfully deployed in the distal rca at 14 atmospheres. However, after post-dilation with an nc 4.00x8mm balloon, a distal edge dissection was noticed. A 3.50 x 28mm promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.